Event description:
A volume discrepancy was noted at the first refill of the patient's intrathecal drug delivery pump. The expected reservoir volume was 3 ml, but the actual reservoir volume was 8.5 ml. The patient was asymptomatic. Troubleshooting was being considered as well as monitoring the residual pump volume for one more refill period. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
.